Event description:
It was reported that the device experienced a deflation issue. The pt reportedly had a lesion in the right superficial femoral artery (sfa). The lesion was severely diseased from the profunda, distally through the right sfa. The guidewire crossed the lesion. The device was introduced and inflated once. Negative pressure was pulled a total of three times. The balloon was unable to be removed from the artery. The balloon never reached the sheath. The balloon fragment was removed using a snare and the procedure was aborted. There were no complications to the pt.

Manufacturer narrative:
The device returned for evaluation. It was noted that significant damage had occurred to the catheter. This damage may be linked to the excessive pushing and pulling of the catheter. A jagged break was identified 20mm proximal to the re-port. The area around the shaft showed numerous kinks. The vessel was reported as being "severely diseased". These pt factors may have contributed to excessive handling of the catheter, leading to deflation issues which in turn made the catheter difficult to remove. The remainder of the product was assessed and no weak points were identified. The lot history record for the device was reviewed and no anomalies were detected. The most likely root cause of this failure is due to the lesion and procedural related factors. The IFU states: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the root cause and taking remedial action.